Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device has on several occasions reported that it is done with the process even though it is not. This has occurred both with handles that have been used before and with entirely new ones. The customer operated on a dog where the device `announced 'that it was working as it should but the veterinarian still found that it did not function normally. The dog came back the following day with bleeding. They had to do an emergency surgery to save the patient, due to a postoperative bleeding from one of the ovaries, where we had used the ligasure. The was a cardiac arrest during surgery, but they revived the patient and it recovered after a week in hospitalization. There were blood loss of 1 liter and needs to have one bag of blood for blood transfusion. They used another like unit and the hand pieces worked fine.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The device has on several occasions reported that it is done with the process even though it is not. This has occurred both with handles that have been used before and with entirely new ones. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that the device was not set on the correct country the device came from. The investigation isolated the failure to the wrong country code being set up. The suspected or most likely cause was determined to be related to the user misuse. The country code was updated to the correct country code to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device has on several occasions reported that it is done with the process even though it is not. This has occurred both with handles that have been used before and with entirely new ones. The customer operated on a dog where the device `announced 'that it was working as it should but the veterinarian still found that it did not function normally. The dog came back the following day with bleeding.